Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. Postooperatively the pt presented with bilateral diffuse lamellar keratitis (dlk). A flap lift and rinse was performed on the left eye at the 2-day postop visit.

Manufacturer narrative:
Patient status as of 03/13/2006: ucva of right eye is 20/20. Ucva of left eye is 20/50-2 (the patient has been refracted to achieve monovision.)